Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain\ pelvic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('abnormal bleeding(general)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, genital haemorrhage, dysmenorrhoea, dyspareunia and vulvovaginal pain outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-jul-2019: pfs received: reporters were added. Case become incident previously added injury nos was replaced by abnormal bleeding(general) & new events- abnormal bleeding (vaginal, menorrhagia); dysmenorrhea, dyspareunia, pelvic pain, vaginal pain were added. Lab test was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.